Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 2 states "early or late postoperative infection and allergic reaction." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces."

Event description:
Patient underwent a right hip revision procedure approximately six years post-implantation due to allergy, osteolysis, and possible metallosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 component code: mechanical (g04) - head. Visual examination of the returned product identified there are wear lines and scuffing on the od of the device along with debris on the lip near the insert. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Event description:
It was reported that the patient's right hip was revised approximately six years post-implantation due to allergy, osteolysis, and possible metallosis.medical records noted a fluid filled cyst.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned so no product evaluation could be conducted. This device was used for treatment. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.